Manufacturer narrative:
The explanted device was returned for evaluation. The report of hemolysis was confirmed based on the evaluation of the returned lvad pump; however, a correlation between the returned device and the reported head bleed could not be conclusively determined. Upon disassembly of the pump, a thrombus formation was found surrounding the inlet bearing cup, obstructing approximately 10-20 percent of the blood flow path. The thrombus ring showed evidence of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup over an undetermined amount of time while the pump was operating. A large thrombus formation was also observed on the body of the rotor occluding one of the rotor vanes. The thrombus revealed areas of denaturation, indicating that it was present in the pump while it was operating. However, a duration of time for which it was present in the pump could not be determined. In addition, the non-laminated structure of the thrombus suggests that it did not originate on the rotor and developed in another location. Although it could not be conclusively determined, the thrombus showed a color and texture similar to the inlet bearing thrombus, indicating it potentially originated in that location. In addition, examination of the outlet stator revealed a thrombus formation between the stator blades and adjacent to the outlet bearing ball, partially occluding the blood flow path. The thrombus lacked laminated layering, which suggests that it did not develop in this location. Although its origins and a duration of time for which it was present in the pump could not be conclusively determined, the areas of denaturation on the thrombus indicate that it was present in the pump while it was operating. Although a specific cause for the development of the observed thrombus formations could not be conclusively determined through this evaluation, their partial obstruction of the blood flow path could have contributed to the reported hemolysis and hematuria. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 2 months. The device was returned for analysis. Evaluation has not yet been completed. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient was discharged from initial implant on (B)(6) 2015 on coumadin, 325 mg asa, and 75 mg persantine with an inr goal of 2-3. It was reported that the patient was admitted to the hospital on (B)(6) 2015 with an elevated lactate dehydrogenase (ldh) level greater than 1000 u/l. The patient was administered integrilin. On (B)(6) 2015 ldh remained high despite integrilin and heparin, asa and persantine. An echocardiogram revealed a small left ventricle, therefore speed was reduced to 8600 rpm and the patient was transfused with 2 units of packed red blood cells. The patient's speed had been adjusted since implant between 8600 and 9000 rpm. Another echocardiogram revealed the left ventricle was at normal size with an end-diastolic diameter of 4.4 cm and an end-systolic diameter of 3.9 cm. Blood pressure was reportedly good, but pump powers were found to be increasing to 7-8 w and there was concern with the number of pulsatility index events and speed drops seen in the event history. The patient's ldh was reported to be 4561 u/l on (B)(6) 2015 and 5773 u/l on (B)(6) 2015. On (B)(6) 2015, the patient suffered a head bleed and reportedly had dark colored urine. The patient underwent a pump exchange the same day.